Event description:
Device malfunction: none. Symptoms/ae: amaurosis. Time of ae: 20 days post procedure. It was reported that 20 days post successful xact stent implantation in the internal carotid artery, the pt experienced amaurosis that resolved a couple of days later. Doppler ultrasound revealed the xact stent was completely apposed to the vessel wall and plaque protrusion in the stent in the area not covered by the stent struts. Reportedly, this was not restenosis. A non-abbott stent was implanted inside the xact stent to treat the plaque protrusion. Though requested, no additional info was provided.

Manufacturer narrative:
Eval summary: neurological deficit/dysfunction is a known possible adverse event associated with the use of carotid stents as stated in xact instructions for use. No device malfunction was reported. The event is likely related to operational context and does not appear to be related to a device quality issue. The lot number was not identified; therefore, a device history record review could not be performed.